Event description:
Meter was reading inaccurately high. The patient was experiencing hypoglycemic symptoms so patient tested patient's blood sugar. The result was 4.6 mmol/l patient felt that result was not accurate so patient tested on another meter and the result was 2.7 mmol/l. The comparision of one meter to another meter is an invalid comparision. The patient did not seek any medical attention. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture site were correct. The patient performed two control solution tests which failed. Based on the information provided, there is evidence of a meter malfunction; however, there is no evidence of the meter contributing to a serious injury. The meter is being replaced for the patient.